Event description:
Customer reports having incorrect unit of measure on her adc meter. The customer reports seeing a battery icon, but no other settings of the adc meter were changed, other than unit of measure, which does indicate a memory overwrite issue. No death or serious injury was reported. Meter units were in mg/dl, customer was expecting mmol/l.

Manufacturer narrative:
A follow up report will be submitted if the product is returned for evaluation.